Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge. There was no reported adverse effect to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.